Event description:
A malfunction alarm was reported, and no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was within warranty, and informed the customer about the need for replacement. A replacement pump was provided to the customer to ensure uninterrupted insulin delivery.